Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump was malfunctioning and customer was out. Customer complained her blood sugars were not stable. Two attempts have been made to get full details on no delivery. Customer's blood glucose was not provided. No further information reported.